Event description:
The pt experienced a shocking or jolting sensation after exposure to a theft detector/security gate at (B) (6). The device was turned on during the exposure event. Further info is being requested from the healthcare professional.

Manufacturer narrative:
(B) (4).